Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge error was received during the load sequence. The customer's blood glucose level was 150mg/dl. A new cartridge was loaded and insulin deliveries were resumed.